Event description:
Ob pt was started on IV pitocin controlled by IV controller set at 3ml/hr by pt's rn. Ran 16 mins, controller then alarmed "repair 3". Second rn responded by setting controller to "hold" and attended to pt. First rn arrived and noted pitocin infusing at "wide open condition." Unknown amount of medication delivered. Rn clamped line, treated pt with o2, position change and IV flush with lactated ringers solution for uterine tetany and fhr deceleration. Delivered 24 hrs later. No known adverse affect on mother or baby.